Event description:
"S/p bilateral subglandular 220cc surgitek gels for augmentation (infra) in 1988. Noted right breast mass in june - mammogram indicates right extracapsular rupture in this area. 2 mos ago noted an inadvertent left capsulectomy while embraced by spouse. Since then noted lumps on that side. Denies decreased size, change in texture or h/o trauma. Has min discomfort but does c/o some systemic sx's including fatigue, sleep disturb, paresthesias, hot flashes, ha's, sicca, dizziness, memory loss, increased ana, & gi disturbances. Pt is otherwise healthy."